Event description:
Pinnacle (depuy hip) metal-on-metal right hip implant was performed at (B)(6) in (B)(6) 2008. Pinnacle size is 56, a 40mm metal-on-metal acetabular component, and a 13mm femoral component, and a plus 8.5 neck length. Since surgery, I have experienced stiffness and swelling with on-going pain in thigh, groin and side of buttocks where incision was made. Pain is noticeable when sitting for long periods and then standing. Mild exercise also aggravates the pain level. I have a slight limp. There appears to be some vision loss and hearing loss since the original implant. Since (B)(6) 2010, I have had 2 hip dislocations, which necessitated visits to ER. My surgeon had been concerned and indicates this is abnormal. So he ordered several tests. My cobalt level is very high at 13.6 ug/l. Chromium level is 1.5ug/l. An MRI showed a large pocket of fluid build-up around hip. A hip aspiration was done and no infection was observed. My surgeon has recommended a hip revision be undertaken in which the metal liner be replaced with a plastic one. Also the ball is planned to be removed and replaced with either ceramic or metal. My revision surgery is scheduled for the first week in (B)(6) 2011.